Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during remote setup training, the ilet displayed alert 39 indicating an insulin shaft encoder failure, the pump did not progress past setup, and a restart was attempted per instructions; after the alert recurred, the user was advised to replace the ilet and use backup therapy. Symptoms included no clinical symptoms. Outcomes included interruption of insulin delivery requiring backup therapy. The device was returned for investigation. Investigation included review of the reported alarm and user guidance to perform a device restart. Alert 39 is announced when the shaft encoder does not match readings from the hall sensor for 100 consecutive hall counts. The complaint was confirmed in the logs and successfully duplicated. Further troubleshooting determined an issue with the connection of the host processor chip to the pcb.